Manufacturer narrative:
Concomitant medical products: product ID 37092, serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37092, serial#: unknown, product type: accessory, other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient programmer (pp) wasn't communicating with the implantable neurostimulator (ins). The patient stated they "sometimes" would press the button thirty times and it would eventually connect, but this morning it would not connect at all. It was also mentioned they had the device stuck on and could not turn it off for a few days, but then it was finally able to be turned off and they were seeing "poor communication." They tried changing the batteries three times. The patient stated they don't use the antenna. It was reviewed to place the pp directly over the ins to sync. The issue was not resolved. It was stated to consider ins longevity relative to date of implant and the patient was redirected to their healthcare provider (hcp). The patient stated their tremor was very prevalent today with the ins being off. It was offered to send a replacement pp to rule out the possibility of poor communication from the pp. The patient stated they were told their "device is good for another year." The patient called back and stated they were having the same issue and needed the antenna, they believed this was the damaged portion, not the pp. Additional information was received: it was reported that the antenna that the patient received resolved the issue. The programmer was sent back but they believe the programmer was not the issue; it was the antenna.